Manufacturer narrative:
The reason for the displacement of the implant into the sinus cavity cannot be determined with the available information. Therefore, because a serious injury resulted this event is reportable per 21 cfr part 803. The device was evaluated and found to be within specification.

Event description:
According to the available information a female patient received several ankylos implants in the maxilla (B)(6) 2001. The implants have never been prosthetically restored and presumably have been covered by mucosa. One implant (ankylos implant b 14 d 4.5 mm/l 14 mm, art.no 31010040, lot no 014857) in position 13 (fdi #25) have migrated into the maxillary asinus, as x-ray documentation shows, and has been surgically removed (B)(6) 2020.